Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report a high blood glucose event. Blood glucose reading was 423 mg/dl. The customer mentioned that she had a few procedures done. Troubleshooting was performed. The insulin pump was found to be functioning as designed. Customer did not have another infusion set to perform a set change. The customer did not want to remove the current set in place. Nothing further reported.